Manufacturer narrative:
Device evaluated by MFR.: promus element plus 2.50x38mm stent delivery system was returned for analysis. A visual examination found stent struts on the proximal end were lifted and pulled distally. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on analysis completed on 11dec2020. It was reported that crossing difficulties occurred. A percutaneous coronary intervention was being performed on a totally occluded lesion in the distal right coronary artery. A 2.50 x 38mm promus element plus drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with a different device and no patient complications were reported. However, returned device analysis revealed stent damage.